Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed psi test" was not reproduced. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed the device has been serviced within the last 12 months; evaluation serviced the device for a similar complaint. Evaluation observed the assignable cause to be downstream tubing guide all required service actions were completed in the last service cycle. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ailed psi (pounds per square inch) testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.